Event description:
Boston scientific received information that the patient experienced syncope and was found laying on floor with trauma to her face. The device interrogation revealed no significant findings. While in the hospital for observation, the clinician noted loss of capture and pacing inhibition with four seconds of asystole on telemetry. It was noted that the patient was lying in bed and was asymptomatic during this observation. Auto sense was reprogrammed to 2.5mv, all lead measurements were within range, noise was unable to be reproduced and there were no episodes stored in the device. The following day the patient was walked in hospital hall prior to discharge and pacing inhibition with another four seconds of asystole was observed, the patient was asymptomatic during this episode too. The right ventricular (rv) lead was reprogrammed to a sensitivity of 10mv and the patient was scheduled for a revision procedure. The field representative stated that there has been no further follow-up from the hospital. No additional adverse patient effects were reported. An email was sent to the field representative in an attempt to obtain additional information related to the pacemaker system.

Event description:
Additional information was received from the field representative that a revision procedure was attempted, however both sides were occluded. The physician opted to leave the right ventricular (rv) lead sensitivity programmed to 10mv. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the patient had a docummented 11 second pause on telemetry due to oversensing of noise and fifteen days later another lead revision procedure was performed where the rv lead was surigically abandoned. A new rv lead was successfully implanted and the device remains implanted. No adverse patient effects due to the revision procedure were reported.